Event description:
The patient was admitted in the emergency department with multiple shocks due to right ventricular oversensing. The episodes of oversensing started after the patient had suffered a fall. 48 hours after turning off the therapies, the device had reached the recommended replacement time. The device was replaced. The right ventricular lead was abandoned and replaced.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was admitted in the emergency department with multiple shocks due to right ventricular oversensing. The episodes of oversensing started after the patient had suffered a fall. 48 hours after turning off the therapies, the device had reached the recommended replacement time. The device was replaced. The right ventricular lead was abandoned and replaced.

Manufacturer narrative:
Preliminary analysis reveled that the inappropriate shocks are most likely due to a lead issue.

Event description:
The patient was admitted in the emergency department with multiple shocks due to right ventricular oversensing. The episodes of oversensing started after the patient had suffered a fall. Forty-eight (48) hours after turning off the therapies, the device had reached the recommended replacement time. The device was replaced. The right ventricular lead was abandoned and replaced.